Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years post filter deployment, patient presented with abdominal pain. Subsequent CT revealed the apex of the filter was 16 mm below the renal veins. The filter was found to be angulated approximately 24 degrees anteriorly, with the apex of the filter touching the anterior wall of the ivc. There were multiple struts perforating the wall of the ivc. Left lateral perforating the wall of the abdominal aorta, posterior struts were perforating the periosteum of the l4 vertebral body. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2011).

Event description:
It was reported through the litigation process that the filter tilted and the struts perforated the ivc wall. One of the anterior struts perforated into the abdominal aorta while a posterior struts perforated the periostenum of the l4 vertebra. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in lower left side of abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2011).

Event description:
It was reported through the litigation process that the filter tilted and the struts perforated the ivc wall. One of the anterior struts perforated into the abdominal aorta while a posterior struts perforated the prosternum of the l4 vertebra. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in lower left side of abdomen; however, the current status of the patient is unknown.